Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that display was dim and discolored. The battery compartment was observed to be cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.